Event description:
It was reported that the 9800 system collimator was in the image when in mag mode. Also, the image went blank when swapping image from left monitor to right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The wiring was repaired and software re-installed during the service call. The system was tested and found to be working as intended and put back into service.